Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled connecting tube of the airway mobilescope was stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the water tightness was lost due to a pinhole in the channel tube, the bending section cover and connecting tube was scratched, the adhesive on the bending section cover was chipped, the bending angle in the ¿up¿ direction did not meet the standard value due to the wear of the angle wire, the battery slot had corrosion due to water leakage, the image guide bundle had significant breakage, the image was stained due to the damage to the image guide bundle, the connecting tube was dented, an abnormal sound was made due to the damage to the angulation lever, and the connecting tube was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the coating on the connecting tube of the airway mobilescope was peeled. There was no patient involvement.